Event description:
The following info was provided through a study. A male with a history of proliferative vitreoretinopathy (pvr) grade b had a vitrectomy in 2005. Subretinal residual product was identified following one week later. Surgery was repeated the following month, and the residual product was removed. Two months later, the pt's outcome was described as improved. The surgeon considers this event to be non-serious.

Manufacturer narrative:
The complaint device is not being returned for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg records. Labeling states product must be completely removed from the eye, and replaced with an appropriate vitreous substitute.